Event description:
It was reported that during a low anterior resection, when the surgeon fired the device, the blade cut the tissue but the staples were not b-shaped. He felt he needed lot of power to squeeze the knob. He sutured the place. Due to the unsuccessful stapling, he sutured the place, the caused one hour extended o.r time. No patient consequence. One device returning.